Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Ift collapsed at 19 cm. Lcb broken, reduced to 60/40%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) collapse. Based on the result, we concluded that it was caused due to the excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the light guide fiber bundle (lcb) broken, the u/d pulley wire worn out and the r/l pulley wire worn out; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated not to submit MDR.